Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the issue was verified. The firmware was reloaded to remedy the issue. No emerging trend based on similar reports

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.